Event description:
Removal of endosseous dental implant. Two implants were placed in class 2 bone on 11/22/96 during a routine procedure. The implant in site #27 was removed on 3/3/97. The clinician reports that the failure may be due to tobacco use by the patient.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.